Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl). While attempting to activate a new pod, the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed. The pod has been discarded.